Manufacturer narrative:
Additional information was received that the patient experienced ipg migration/movement. The patient underwent a revision procedure wherein the ipg was repositioned because it was causing pain in its current location.

Manufacturer narrative:
Additional information was received that the patient experienced a deficiency with the ipg and underwent a surgical revision. Date of event: (B)(6) 2014.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that ipg migration was confirmed via fluoroscopy.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.